Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device experienced high battery impedance that led to the device displaying a code 1003 alert. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it was determined this device experienced high battery impedance. Although this device battery met all manufacturing and design requirements, a latent, higher-than-expected increase in battery impedance puts this device at risk of experiencing transient voltage decreases during telemetry or other normal, higher-power operations. Boston scientific issued a field safety notice to physicians regarding the potential for accolade family pacemaker and crt-p devices to exhibit this latent high battery impedance behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.